Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was evidence of call service (cs 064) alarms observed in the black box. The pump was exercised for 24 hours and no alarms were duplicated. The pump case was removed and moisture was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.